Event description:
It was reported the pt's scs system was explanted due to the pt no longer receiving effective stimulation as a result of the pt's pain changing due to degenerative spine disease which needs to be further treated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.